Manufacturer narrative:
Evaluation summary: the device and the lens were returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been fully advanced outside of the nozzle tip. The nozzle has an aneurysm on the bottom left. The tip has an aneurysm and a split. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to the outside of the device with viscoelastic. The optic has scratch and a cracked area. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause for the observed nozzle and iol damage appears to be related to a failure to follow the directions for use. Inadequate viscoelastic was observed in the device. The optic damage would indicate a plunger override occurred. The nozzle damage started at the thick wound guard. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation, the inserter cracked. Additional information was provided indicating that there was patient contact. The procedure was completed with a new lens.